Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the surgeon sized a patient's native aortic annulus to 21mm valve using the barrel end of the appropriate sizer device. The replica end of the sizer was used to confirm the 21mm valve size selection. Pledgets were placed, and the valve was re-sized following pledget placement. The 21mm bioprosthetic aortic valve was implanted. Post implant observation revealed that the right main coronary artery was blocked. As a result, an aortic root enlargement and coronary artery bypass procedure were performed to accommodate the 21mm valve. It was reported that the sizer "did not seem accurate". It was also reported that the surgeon thought that the rigidity of the valve stent may have contributed to the valve not fitting as expected. No additional adverse patient effects were reported.